Event description:
It is alleged that patient received a cook celect filter on (B)(6) 2011. As reported: "on or about (B)(6) 2015, the physicians received the results of chest xrays taken of the patient at the hospital during an ER visit earlier that month. The chest xrays reflected a metallic wire near patient's left hemidiaphragm.", "on or about (B)(6) 2017, after experiencing a new onset of lower pelvic pain radiating to her lower back and in particular to her right labial area, patient was referred to an interventional radiologist for consultation, who informed patient that her cook ivc celect filter was extensively fractured with only 2 of the 4 legs & 5 of the 8 arms attached."